Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated h3 summary attached - updated d4 expiration date - added e1 initial reporter phone due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil delivery wire was seen to be kinked/bent. There was suture damage. The main coil was seen to be severely stretched. There were no breaks seen along the main coil during analysis. The delivery wire was seen to be broken fractured. Functional inspection was not performed due to returned condition of the coil the reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. An assignable cause of 'not confirmed' was assigned to the as reported 'coil in catheter friction' and 'main coil prematurely detached/separated during use' as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Therefore, an assignable cause of procedural factors will be assigned to the as analyzed aa 'main coil suture damage', 'main coil stretched' and 'coil delivery wire broken/fractured during use'. An assignable cause of handling damage will be assigned to the as analyzed 'coil delivery wire kinked/bent' as it is most likely that the delivery wire kinked due to handling of the device during use.

Event description:
It was reported that during the left acoma aneurysm embolization procedure, a guidewire and guide catheter were used to select the ica c2. The guidewire was retracted to insert the subject coil. It was reported that friction was noted inside the shaft when advancing the subject coil in the proximal of the microcatheter. When the subject coil was retracted, it was noted that it got fractured at the detachment zone and got separated from its delivery wire inside the microcatheter. The separated subject coil was removed along with the removal of microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the left acoma aneurysm embolization procedure, a guidewire and guide catheter were used to select the ica c2. The guidewire was retracted to insert the subject coil. It was reported that friction was noted inside the shaft when advancing the subject coil in the proximal of the microcatheter. When the subject coil was retracted, it was noted that it got fractured at the detachment zone and got separated from its delivery wire inside the microcatheter. The separated subject coil was removed along with the removal of microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.